Event description:
Procedure type: lap chole. According to the reporter: latex balloon portion of the hassan port was located inside the patient abdomen and burst while inside the patient. Part of device retrieved, but some parts still missing. No apparent injury to adjacent structures.

Manufacturer narrative:
(B)(4).